Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 stayed activated (burning) and beeping when the toggle was not engaged. The power was set to 3. A new device was opened to complete the procedure that had no issue with the same vh-4030, vh-4020, and vh-3010. There was no procedural delay or patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2,h-3, h-6, h-10. The lot # 3000372793 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned